Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer was unable to fully open. A field service engineer cleared the jam that prevented drawer from opening, rebooted the station, cleaned the electronics drawer and around the back of the communication sled and power supply, checked for medications, cleaned debris from the bottom edge of the back panel, checked for loose drawers, and reseated the drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the main drawer was failed and unable to open. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.